Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. It was reported that the patient¿s device was removed on (B)(6) 2019 due to infection. No further complications were reported or anticipated.

Manufacturer narrative:
The device was returned and could not be analyzed due to a medical issue. If information is provided in the future, a supplemental report will be issued.